Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The insulin pump's battery threading was chipping and cracked. The insulin pump rejected the new batteries. The customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.